Manufacturer narrative:
(B)(4). Device evaluated by MFR: promus element mr ous 2.25 x 24mm stent delivery system (sds) was returned for analysis. The crimped stent was examined and slight damage was noted. Stent strut rows 9 and 10 from the distal end of stent are slightly squashed. The undamaged section of the crimped stent od (outer diameter) was measured and the result is within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube found multiple kinks. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 16-feb-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 24x2.25mm, diffused, concentric, de novo target lesion containing a lesion bend of >45 and <90 degrees was located in the severely tortuous and mildly calcified left anterior descending (lad) artery. Following pre-dilation using a 1.5x12 non-bsc balloon catheter, a 2.25x24mm promus element ¿ drug-eluting stent was advanced but the device was unable to cross the lesion. The device was removed and the lesion was dilated again multiple times but the device still failed to cross. The procedure was completed with a 2.25x26mm non-bsc stent. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damage.